Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was blood leakage from a crack in catheter. The catheter was placed on (B)(6) 2012 in the right internal jugular vein. The catheter was in place for 12 months. The catheter was pulled and replaced, the patient is healing properly.